Event description:
During a left transfemoral tavr procedure using a 26mm sapien 3 ultra valve, during insertion of the commander delivery system (ds) and valve into the esheath, push force was felt due to calcium, bending the valve frame. The esheath and delivery system were attempted to be removed as one unit. However, the esheath was removed, but the delivery system was still in the body and the valve was stuck in the calcium. The operator pulled the delivery system and the valve sheared off the balloon. Upon removal of the esheath, scratches were observed, and the seam was split in the mid and proximal portions. The team then cut down on the femoral to retrieve the valve but was unable to reach the valve. The decision was made to do a cutdown in the abd region and did a fem-to-fem bypass. The s3u was removed from the body and three days post procedure the patient was doing well coming off the vent and had good blood flow to the leg.

Manufacturer narrative:
The investigation is ongoing. This is one of two manufacturer reports being submitted for this case. The valve will not be returned for examination.

Manufacturer narrative:
Update to h6; component code, type of investigation, investigation findings, investigation conclusion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 20156912022-08825. The 26mm sapien 3 ultra valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided by the site and revealed the following: the patient's left access vessel had the presence of calcification, tortuosity, and undersized vessels. The valve frame had one bent strut located at the inflow side with valve struts distorted at the outflow. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u/s3ur crimped valve through the esheath resulting in a high push force and frame damage) is captured in product risk assessment (pra). Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and reduce vascular complications. In addition, step-by-step instructions on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "during a left transfemoral tavr procedure using a 26mm sapien 3 ultra valve, during insertion of the commander delivery system (ds) and valve into the esheath, push force was felt due to calcium, bending the valve frame". Per the training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". Additionally, per 3mensio, the patient's left access vessel had the presence of calcification, tortuosity, and undersized vessels. The presence of calcification, tortuosity and undersized vessel can create challenging pathways during delivery system advancement, leading to resistance. In this case, it is possible that difficulty was encountered during delivery system/valve advancement through the sheath such that additional manipulation was applied to overcome the resistance. Accordingly, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting with the sheath shaft and resulting in the bent struts seen at inflow. Available information suggests that patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage have been previously identified in product risk assessment (pra) and a CAPA.